Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, the urgent presentation with leg pain, with occluded right limb and femoral artery, secondary endovascular procedure event is confirmed only from the discharge summary. The proximal migration of the limb extension event is unconfirmed. The device, user, procedure, procedure-related harms, or anatomy relatedness of this event could not be determined with the medical records / images available for review. The final patient status was reported as being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially implanted with the ovation ix abdominal aortic stent graft system. Approximately four (4) months post-op, the patient presented emergently with a complaint of leg pain. A right limb and right femoral occlusion were detected with possible proximal migration of the limb. A decision was made to treat the patient with a 14x100 ovation ix iliac limb and thrombectomy which successfully resolved the occlusion. The patient was discharged post-op day 2. The patient is reported as doing well and healthy and will continue to be monitored.